Manufacturer narrative:
E1: postal: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving repair of an aneurysm in the brain, the hub of a flexor shuttle select guiding sheath leaked. The device was inserted into the right groin over an unspecified 145-centimeter bentson wire. When the wire was removed and the device was flushed, blood leaked below the sheath hub. Per the reporter, the tuohy-borst had been removed when the leak was noted. The device was removed from the patient, and another sheath was used without problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving repair of an aneurysm in the brain, the hub of a flexor shuttle select guiding sheath leaked. The device was inserted into the right groin over an unspecified 145-centimeter bentson wire. When the wire was removed and the device was flushed, blood leaked below the sheath hub. Per the reporter, the tuohy-borst had been removed when the leak was noted. The device was removed from the patient, and another sheath was used without problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 (UDI), h6 (annexes a & g) investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The shaft of the sheath was partially detached from the hub but still connected by the sheath¿s inner coil. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the lot. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. Details of the anatomy are unknown. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.